Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device code 3191 = valve dehiscence. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation due to customer refusal; therefore, the root cause for the event remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of four (4) years, three (3) months due to severe aortic stenosis, moderate aortic insufficiency with paravalvular leak and dehiscence. The explanted valve was replaced with another 21mm 3300tfx aortic valve. Per the medical records, there was significant dehiscence of the aortic valve in the area of the right coronary cusp. The rest of the valve was well-seated and there were no signs of infection. The valve was removed and annulus was debrided. Another 21mm 3300tfx valve was implanted in replacement in the supra-annular position. Concomitantly, a mitral valve repair and CABG x1 were performed. The patient was coagulopathic and received ddavp, factor vii, kcentra, 3 units platelets, 11 units ffp, and 2 units rbc. Post-op tee showed hypokinesis of the right ventricle. He converted to a-fib with rvr and was given diltiazem. A code stroke was called for acute aphasia and unresponsiveness, which was thought to be toxic metabolic encephalopathy from narcotic use and post-op delirium. On pod #5, the patient was converted to nsr and remained in nsr for the remainder of his stay. On pod #8, the patient was stable for discharge to an acute rehabilitation facility.

Manufacturer narrative:
UDI # (B)(4). Multiple requests for additional information and for product return have been performed. The healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of four (4) years, three (3) months due to unknown reason. The explanted valve was replaced with another 21mm 3300tfx aortic valve. No other details were provided.